Manufacturer narrative:
(B)(6) 2019. 23dec2019.

Event description:
It was reported that the ventilator's touchscreen had a fault. There was no patient involvement. The customer diagnosed and repaired the equipment without providing information.